Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. It was noted that the patient experienced an increase in baseline pain and numbness that occurred between the shoulder blades lumbar area of the back. It was noted that the patient 'itched' this area until she bled. It was further noted that the patient 'did not realize how hard they were itching because of the numbness.' It was further noted that the patient's implantable neurostimulator (ins) incision appeared 'red, like it was irritated' and the patient's skin was warm and turned 'blood red.' It was noted that the patient experienced 'sweating from the top of her breasts to the top of her knees.' It was unknown if the patient's body temperature was elevated. It was noted that the patient was receiving adequate pain relief until 8 to 10 days prior to the report. It was noted that the patient experienced 'some pain and numbness' prior to this. It was noted that the patient 'thought she messed up her leads' after lifting 35 to 40 lbs. It was noted that the patient's device was 'no longer helping with the original pain and it cut out by itself.' It was noted that this felt 'paralyzing' and like a 'shock' to the patient. Additional information noted that the patient experienced a 'shocking or jolting' sensation from 'the backside of her right breast down to the ribs and to the right side of her intestines.' It was noted that the patient 'was jolted when she stood up, and fell to her knees.' It was unclear when this event occurred. It was further noted that the patient did not feel a shocking sensation when the device was turned off and the patient was 'unable to lie on her left side, where the ins was located, due to pain.' Additional information noted that the patient felt stimulation in the wrong location. It was noted that the patient felt stimulation on her left side, 'unless the amplitude was increased greatly.' It was noted that the patient was not able to adjust her stimulation and was having an increase in difficulty synching with the ins. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient had a revision scheduled for july 19th. For the revision, the lead was moved down one vertebral level. The battery was left intact.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# v676630018, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced pain in her shoulder blades where the leads are connected and pain at the implantable neurostimulator (ins) site. The patient did fall to her knees one week earlier and "jarred a good bit" and has had the symptoms ever since. An appointment was scheduled with her physician on (B)(6) 2012. The patient was feeling stimulation in the ribs. All impedances were normal and range (in the 1000 - 1100 range). X-ray showed the lead moved laterally to the right and possibly up. The manufacturing representative tried to reprogram the device. It was unknown if a surgical revision would be performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).